Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The bg was addressed via manual insulin injection. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.